Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should also be noted that per the mitraclip system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use was due to the device being used on a tricuspid valve. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of the reported off-label use. The reported recurrent tricuspid regurgitation (tr) appears to have been a result of the slda. The reported poor image resolution appears to have been due to patient anatomy. The reported additional therapy/non-surgical treatment, surgical procedure, and hospitalization were results of case-specific circumstances, as an additional clip was implanted to stabilize the slda, and the patient was hospitalized to undergo tricuspid valve replacement surgery. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda), recurrent mr and valve replacement. It was reported that this was a mitraclip procedure to tricuspid regurgitation (tr) with grade 4+. Imaging was challenging due to the anatomy. The first clip delivery system (cds) (cds0701-xtw, 00917u275) was advanced to the tricuspid valve and the clip was deployed on the anterior/septal leaflets. A second cds (cds0701-xtw, 00917u272) was advanced and the clip was deployed on the posterior /septal leaflet. The procedure was completed without issue but when the patient was waking up from the anesthesia, hemodynamics changed. Echocardiogram noted that both clips had single leaflet device attachment (slda). The clips had detached from the septal leaflet and remained attached to the other leaflet. The physician decided to use a third clip. A new sgc was advanced and the third cds (cds0701-xtw, 00917u273) was advanced to the tricuspid valve. The third clip was deployed on the anterior and posterior leaflets. The procedure was completed the three clips implanted, reducing tr to 3+. The next morning, the patient¿s tr had increased to 4+, a transthoracic echocardiography (tte) and transesophageal echocardiography (tee) was performed and it showed two clips had dislodged and could not be located. The first clip remained stable on the anterior leaflet. An x-ray showed that the clips had embolized in the liver. There was no treatment performed for the two clips in the liver, but the patient did have tricuspid valve replacement on (B)(6) 2020. The patient was doing very well after the valve replacement. No additional information was provided.